Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the a-rubber (bending section cover) had leakage during user handling and water invaded the subject device. It caused abnormality in electronic components and no image occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope failed the leak test during reprocessing. During inspection and evaluation, the bending section rubber was found to have been pierced and metal was protruding. No image was displayed when connected. The procedure was completed using the same set of equipment. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿failed the leak test¿ was confirmed. The following non-reportable findings were noted during device evaluation: bending rubber failed the leak test and braid was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.